Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the suture broke or detached while treating tendon. Due to operation extension of time, anesthesia duration was more than planned. Extension of an involved incision by over 1 inch due to the suture rupture. Tissue damage was occurred due to too much saturation on tendon tissue.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account and one sealed device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. The visual inspection and functional evaluation of the sealed products had acceptable results. The returned sealed products as received by medtronic were found to meet medtronic quality release specifications after application in the clinical setting. However, as the received opened product appeared to have broken under tension, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Testing of the returned sealed products demonstrated that they met specifications with regard to the reported condition. However, an open product was returned with a broken suture, and because the applied force that caused the break was unknown, the root cause was unable to be reliably determined. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4) - extended incision, extended or time, additional anesthesia was administered than previously planned.

Manufacturer narrative:
(B)(4). The sample was returned on 02/29/2016.